Manufacturer narrative:
This report is submitted on 11 february 2021.

Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to incorrect electrode placement. The patient was reimplanted with a new device on the same date.